Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient was advised to stay within range of the transmitter or signal loss will occur. No injury or medical intervention was reported.